Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmissions revealed that the right atrial (ra) lead had high impedance measurement. No intervention was performed and the patient was in stable condition.